Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific's technical services received a data review request for this active patient due to their heart rate response activity during exercise; the field representative has questioned the devices sensor response. Reportedly, the patient has intermittent sinus node dysfunction, where sensor driven pacing as a backup to reach higher rates, is required. The patient has a resting heart rate around 40 bpm, making appropriate sensor response, more challenging. The patient states no device discomfort within the pocket and no movement of the device appears to be happening; however, engineering analysis indicated this anomaly could be related to device movement, intermittently interfering with the mv signal or during periods of shallow breathing. Recommendations; review mv raw and mv filtered egm data during exercise, to include arm and body movements, so as to provoke signal changes. At this time, no additional information has been provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific's technical services received a data review request for this active patient due to their heart rate response activity during exercise; the field representative has questioned the devices sensor response. Reportedly, the patient has intermittent sinus node dysfunction, where sensor driven pacing as a backup to reach higher rates, is required. The patient has a resting heart rate around 40 bpm, making appropriate sensor response, more challenging. The patient states no device discomfort within the pocket and no movement of the device appears to be happening; however, engineering analysis indicated this anomaly could be related to device movement, intermittently interfering with the mv signal or during periods of shallow breathing. Recommendations; review mv raw and mv filtered egm data during exercise, to include arm and body movements, so as to provoke signal changes. At this time, no additional information has been provided. Subsequently, the device was explanted due to normal battery depletion and returned for disposal. No allegations nor other information received with the returned unit.